Event description:
It was reported that the patient experienced shortness of breath for several days. It was noted by the physician that the cardiac resynchronization therapy defibrillator (crt-d) was approaching recommended replacement time (rrt) and there was indication on the electrocardiogram (ECG) that the crt-d was not pacing appropriately. It was added that the crt-d was scheduled for battery replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 4196 lead implant date: (B)(6) 2010. (B)(4).